Manufacturer narrative:
The customer informed the remote service engineer (rse) produced a blower temperature high and confirmed the error code in the device event log. The rse informed the customer that the recommendation was to verify the cooling fan was operation, replace the blower assembly, and then replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part information for the advised parts. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower temperature was too high. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) produced a blower temperature high and confirmed the error code in the device event log. The rse informed the customer that the recommendation was to verify the cooling fan was operation, replace the blower assembly, and then replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part information for the advised parts. This investigation is ongoing.